Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawers 3.1 and 3.2 had no power. A field service engineer replaced the pyxibus controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system, the drawer failed and was unable to recover. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.